Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of low blood glucose readings from the insulin pump. The husband stated that his wife had low readings early in the morning. The customer's blood glucose reading was in the 40s mg/dl at 3-4am. The customer treated with food and glucose tablets. The customer experienced low readings for the past 2 weeks. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The husband stated that he will call the health care provider tomorrow and will continue to suspend the pump overnight.